Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device site discomfort ("I could feel the coils in my tubes") and procedural pain ("I immediately had pain/pain. I couldn´t even walk after procedure was done") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device site discomfort (seriousness criteria medically significant and intervention required) and procedural pain (seriousness criterion medically significant). The patient was treated with surgery (she had her fallopian tubes removed, partial hysterectomy, full hysterectomy and back surgery). Essure was removed. At the time of the report, the medical device site discomfort was resolving and the procedural pain outcome was unknown. The reporter considered medical device site discomfort and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device site discomfort and procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site discomfort ("I could feel the coils in my tubes") and procedural pain ("I immediately had pain/pain. I couldn´t even walk after procedure was done") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device site discomfort (seriousness criteria medically significant and intervention required) and procedural pain (seriousness criterion medically significant). The patient was treated with surgery (she had her fallopian tubes removed, partial hysterectomy, full hysterectomy and back surgery). Essure was removed. At the time of the report, the medical device site discomfort was resolving and the procedural pain outcome was unknown. The reporter considered medical device site discomfort and procedural pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device site discomfort and procedural pain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.